Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced changes in gait post-implant. The ipg is implanted in the upper right buttock and reportedly, health care professional believed that ipg was pushing on the gluteal nerve. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Further follow-up indicates the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was repositioned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the gait has improved.